Event description:
During data entry in 12/2003 of acute follow up documents for a post market registry, co discovered a report of the following: dr reported an infection in 2003 following a visica procedure performed 2 months before. The follow up visit 2 months later indicated that the patient had an infection, which was treated by keflex for 7 days. Surgery was not required. Follow up communication with dr initiated 2 months later and returned by his office in 2004 indicated that he believed the infection to be related to the cryoablation treatment. A laboratory test was not performed to diagnose the infection and no culture was performed. No other devices were reported to be used the day of the cryoablation. The physician indicated that the infection was resolved at the time of the 6 week follow up and that no additional therapies were required.